Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo proximal right coronary artery that was 75% stenosed. A 4x15mm nc traveler was advanced and inflated once at 12 atmospheres for 10 seconds. After completely deflating the balloon, resistance was noted during removal with the guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.